Event description:
It was reported by svc report that the head end of the bed would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cable.